Manufacturer narrative:
(B)(4). Facility name: (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-94 alarm, confirming the reported condition. The f-94 alarm occurred when the device was turned on. The cause of the f-94 alarm was determined to be a defective battery.  To correct the condition, the battery was replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the f-94 alarm. There was no patient involvement reported. No additional information is available.